Event description:
In 2009, the patient reported that she received an e4 (occlusion) error while attempting to bolus this afternoon. Her blood glucose was elevated to 250 mg/dl and she inquired how to know if insulin was delivered. She reviewed the bolus history and 4.3 units of the 5 unit bolus were delivered. She disconnected from her infusion site and bolused 3 units of insulin without error. She was able to clear the error and was not experiencing an occlusion at the time of the report. She stated that she is taking antibiotics due an infection from a cut on her leg and this could have caused elevated blood glucose. Her normal blood glucose range is 130-150 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.